Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The filter remains implanted. The investigation is currently underway.

Event description:
It was reported that during a scheduled vena cava filter retrieval, imaging demonstrated the filter had migrated caudally, and it was tilted to a horizontal position. The filter apex appeared to be embedded in the ivc wall and one attached filter leg extended beyond the ivc wall. An attempt to retrieve the filter was unsuccessful. No patient injury was reported.